Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to an early sensor shutoff, pt couldn't locate the sensor wire and is concerned that sensor may be inside of her skin. At the time of her call to dexcom technical support, besides redness at the insertion site, pt reports that she feels nothing underneath her skin.

Manufacturer narrative:
Dexcom inc and FDA agreed during a facility insp that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.